Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line to request support after a pump had been in pressure trigger during use on cardiosave intra aortic balloon pump. User tried to resolve the issue with changing the electrode stickers and changing out the ECG cable. The user (md) came to the patients bedside and changed to a different pump. Once on the new pump, ECG trigger was used. Jan wanted to make sure he did the correct thing. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.